Event description:
It was reported the insulin pump had alarmed power loss. Customer's blood glucose was 215 mg/dl. Customer stated the alarm had occurred while customer was out less than ten minutes. Customer inserted another alarm after an hour. Customer was advised to revert to back up plan and the device need to be replaced. The device is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was returned for low battery alarm and power error alarms. The detailed trace analysis confirmed the alarms, and the root cause was the non-sleep anomaly software error. The pump was received with a cracked case at the reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and a cracked keypad overlay.